Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing both nozzle units of the air and o2 gas modules. In addition, traces of liquid were found in dc/dc printed circuit board(pcb). The batteries have expired, and the pressure transducer pcb with the flexible cable was defective. However, the customer authorized the replacement of two cassette input connectors with seals and the defective dust filters. No further problems have been reported after the reportable event. The replaced nozzle units were not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).